Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set tubing detached from connector on (B)(6) 2022. The blood glucose level of the patient at the time of event was "high" and patient had high/large ketones. Moreover, the patient tried to correct blood glucose via correction bolus via pump.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.